Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304-2022-00099.

Event description:
The customer reports, during an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover came off the scope. The distal cover was recovered. There was no reported patient injury during the procedure. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cause of the distal cover falling off was due to the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d10 and h6. D10: information added to this field was inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device, since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315, lot#: (B)(4)was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed, the parts conformed to the specifications. Quality evaluations of production prototypes have verified, that the distal cover will not come off from the endoscope, unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed, that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed. Therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack. Making it easy for the cover to come off the scope. The cover was easily removed from the scope, due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally. Making it easy for the cover to come off the scope. Complaint history review: a similar complaint from another facility was patient identifier (B)(6). There was no similar complaint at the same facility. The instructions for use (IFU) provides, the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation. And it has no damage (crack) after installation. Also, do not use anti-fog agents, as it is known, that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.